Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Rec¿d report date. MFR rec¿d date. The serial number of the unit (B)(4) was confirmed. Multiple attempts have been made to contact the customer regarding the repair status of this unit as a result of this reported failure, but the customer could not be reached. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touch screen failure. There was no patient involvement.